Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sleeve gastrectomy on (B)(6) 2018 and suture was used. During the procedure, the suture snapped performing the knot. Another like device from a different lot number was used to continue with the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/07/2019. Investigation summary: it was reported performance breakage suture. An opened box with nineteen unopened samples were received for analysis. The issue sample was not returned for evaluation. During the inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or breakage suture were noted. Functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture were noted and the tested samples met the finished goods requirements.